Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Sales rep confirmed that the peek portion of the tube is cut near the distal tip. Due to this cut, the device cannot hold pressure while attempting to expand the implant. It was reported that the tech experienced difficulty with attaching the tubing set to the distal end of the inserter and he was manipulating the tubing to get it on properly. Conclusion: the root cause of the tubing set fracture is likely user related.

Event description:
It was reported that; the implant failed to expand in situ. Surgeon stated that there was no hydraulic pressure when turning the plunger clockwise. We then had the surgeon fill up the plunger with water and additional time, it was still reported by the surgeon that there was no pressure when plunger was turned clockwise we proceeded to change out both red and green washer with replacement red and green washers. There was still no hydraulic pressure reported

Event description:
It was reported that; the implant failed to expand in situ. Surgeon stated that there was no hydraulic pressure when turning the plunger clockwise. We then had the surgeon fill up the plunger with water and additional time, it was still reported by the surgeon that there was no pressure when plunger was turned clockwise. We proceeded to change out both red and green washer with replacement red and green washers. There was still no hydraulic pressure reported.